Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received loaded on the stent delivery wire (sdw) within the introducer sheath. The introducer sheath distal tip was noted to be damaged. The stent was removed from the proximal end of the introducer sheath. All 3 marker bands were present on both ends of the stent. The stent was deformed. The stent was broken/fractured. There was a material (procedural) present on the stent. The sdw was noted to be kinked/bent at the distal end. During functional inspection the stent was unable to deployed from the introducer sheath by advancing the sdw. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the stent difficult/unable to advance or pullback through catheter could not be replicated. However, the analysis results are consistent with the reported event. The reported event of the stent deformed was confirmed. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported "after the stent entered the microcatheter and traveled a certain distance, significant resistance was encountered when it reached the proximal-middle section of the microcatheter. Despite multiple attempts, the stent could not advance further. The physician then used an introducing sheath to retract the stent and observed damage at the proximal end of the stent during the retraction process". Additional information received indicated there were no anomalies noted to the packaging/device prior to use on the patient, the device was prepared for use as per the directions for use and continuous flush was maintained throughout the clinical procedure. The stent was received loaded on the sdw within the introducer sheath. The introducer sheath distal tip was noted to be damaged. The stent was deformed and broken/fractured. The sdw was noted to be kinked/bent at the distal end. Based on a review of all available information and the analysis of the returned device it is probable the damage to the sdw, introducer sheath and the stent itself, would suggest the damaged occurred during the transfer process to the intended location. The reported event of the stent difficult/unable to advance or pullback through catheter, stent deformed as well as the analyzed damage of stent introducer sheath distal tip damaged, stent deformed, stent broken/fractured during use and sdw kinked/bent will be assigned procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The device was returned for analysis and the investigation of the device revealed that the stent (subject device) was broken during the procedure. The procedure was completed with no clinical consequences were reported to the patient due to this event.